Event description:
Facility reported that as they were lifting a heavy resident with a golvo mobile lift, that the legs "seemed" to extend too far causing the middle beam to "buckle." They lowered the resident without injury, and as the maintenance person rolled the lift to his storage area, the left leg separated.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.